Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16421270. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 16662927. Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16421267. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 16662927.

Event description:
It was reported that the patient underwent an explant procedure to remove the spinal cord stimulation scs system as she did not feel that it was beneficial in relieving her pain. It was noted that the patient was stable post operatively.

Manufacturer narrative:
The returned ipg sc-1132 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned leads sc-2316-50 serial numbers (B)(6) were analyzed and the continuity test showed four cable fractures inside the distal end. Since there was no report regarding impedance anomalies, the cable damage most likely occurred during the explant procedure when the leads were pulled forcefully out of the patients body and is not considered a failure. The returned splitters sc-3400-30 serial numbers (B)(6) were analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure to remove the spinal cord stimulation scs system as she did not feel that it was beneficial in relieving her pain. It was noted that the patient was stable post operatively.